Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not timing correctly. There was unknown patient involvement. No patient harm/adverse event reported.

Manufacturer narrative:
A1 - a6, b5 - b7: updated. D3. Manufacturing plant address, city, zip code: corrected. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Complaint confirmed by running the occlusion test. Verified that calibration is out of range. Device is repaired by recalibrating the pump. Replaced the left and right clutch and clutch spring because they are worn out. Reset to standard configuration. The main cause of customer¿s complaint was off calibration. After replacing the parts, the pump passed all the testing and is fully operational.

Event description:
Additional information was received from the customer. There was no patient involvement, and no patient harm/adverse event reported.